Event description:
Fungal/bacterial infection of the eye, highly increased light sensitivity incredible pain, blurry vision, unable to focus. I wear soft contact lenses and exclusively used bausch and lomb renu with moistureloc.